Manufacturer narrative:
Patient identifier: (B)(6) (2 separate patient sids for examples given by customer). All available patient information is included. Additional patient details are not available. Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that since the abbott field service engineer (fse) replaced the alinity ci-series system control module¿s (scm) computer (pc) due to a blue screen displayed on the previous pc, there is an issue with specimen results being transmitted incorrectly to the lis. The fse was doing a software disaster recovery on the scm and the number format of the scm is always comma and decimal following the procedure. The fse should have changed the configuration manually to setup as the previous pc was with no comma and decimal only. The specimens were being reported with a comma and decimal point instead of just a decimal point. The customer provided the following examples of the issue: sample (B)(6) - (B)(6)2022. Troponin reported to lis 1,815.4 and not as should have been done 1815.4. Sample (B)(6)- (B)(6) 2022. Ck reported to lis 2,993.1 u/l and not as should have been done 2993.1 u/l. The customer states that more than 1000 results are reported incorrectly. Through troubleshooting via phone, the field application specialist was able to make the correction to the configuration on the alinity ci series system control module¿ s pc that was replaced. Everything is ok now. There was no further impact to patient management reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The issue was resolved with the system configuration number format for the thousands and decimal separator was edited corrected from a comma to a period. The alnty ci-series sys cnt (list number 03r70-01), serial # (B)(6) was deemed the likely cause for the issue and the subject of this investigation. A review of tracking and trending did not identify any similar issues or trends related to the current issue. A review of the device history record was reviewed and did not identify any non-conformance or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.